Event description:
During surgery, the epi motor drive unit was connected to the control unit and laid onto the breast of the patient for use during surgery. The motor became hot without being in use. As a result of the failure the patient had slight burn on their breast. The surgeon and the nurses did not detect the failure because it was not necessary to use the motor for the operation.